Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapies due to a fast ventricular rhythm from conducted atrial fibrillation. The conduction rhythm led to a ventricular fibrillation episode being incorrectly diagnosed and the device delivering therapy. There is no suspected malfunction with the device. Loss of capture was also noted during the fast conduction. It is unknown if the issue was resolved. No resolution was recommended. No further information is available.